Event description:
It was reported that the device delivered inappropriate therapy due to suspected a-fib with rapid ventricular response (rvr). Programming changes were made. The patient was asymptomatic.